Manufacturer narrative:
Castor has been returned to keymed ( medical & industrial equipment) ltd - the manufacturer. Investigation is currently in progress. No report of injury to patient or user.

Event description:
The olympus wm-np1 mobile workstation is intended for use in medical facilities under the direction of a trained physician, and has been designed to be used with a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. Keymed ( medical and industrial equipment) ltd has been made aware of an event in germany, where the left rear castor of the workstation had broken. The subject device (castor) been replaced on (B)(6) 2018 - repair facility not specified. The workstation was being manoeuvred between locations in the clinic and the event took place when the workstation was manuovered over a threshold, causing the workstation to tilt forward. No report of damage to concomittal devices on the workstation. There are no reports of injury to the user or other persons. This report is submitted in an abundance of caution.

Manufacturer narrative:
Device evaluated by olympus keymed investigator. Following routine maintenance of the workstation. Castor had been replaced and tightened to the correct torque, however there was no indication that the thread locking medium had been used. Castor became loose, altering the geometry and subsequently failed. This will be the final follow-up report, however if any new information is provided the pae will be re-opened.